Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wood portion of a t15 stardrive screwdriver broke in half during surgery. No patient consequence. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 314.115, lot# 5019148. Manufacturing location: (B)(4), release to warehouse date: jun 14, 2005. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The t-15 screwdriver self retaining/stardrive (part# 314.115 lot# 5019148 mfg 14/june/2005) was received at us customer quality (cq) with a broken handle. Two (2) handle fragments, driving shaft and handle were returned. The complaint condition was visually confirmed and consistent with the reported condition. Additionally, there is a crack in the phenolic handle radiating from the dowel pin, where the breakage occurred. Discoloration along the screw-driver shaft and the dowel pin was observed. Dimensional analysis was performed at the distal of the breakage region. The screw-driver shaft outer diameter proximal to the handle was measured as ø6.97 mm at cq (caliper ca592) which falls within the specifications of ø7mm -0.1 mm. The screw-driver handle outer diameter was measured as ø22.28mm at cq (caliper ca592) falls within specifications of ø22 ± 0.5mm. Relevant drawings for the returned device were reviewed and were determined to be suitable for the intended design and application when used as recommended. While no definitive root cause could be determined it is possible that consistent usage of device (over 13+ years) with repeated sterilization cycles could have caused a crack in the phenolic handle radiating from the dowel pin and unintended forces during usage could have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.